Event description:
Consumer called to report bgm not reading accurately. Emt had to come to her home and assist her as her blood sugar was low. Compared against another meter and she felt more like the readings from the competitive meter.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.